Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented to the ER with pain. It was discovered on the CT that the two valiant stent grafts, which had good overlap at the time of the original procedure, had separated. The physician implanted a valiant 46x46x200, resolving the event. Per the physician, the cause of the event was due to the patient's tortuous anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.